Event description:
Customer reported a malfunction alarm occurred, identified as malf 12, with a fault ID of 12-0x2071. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears.